Manufacturer narrative:
4. UDI# - the device has a date of manufacture of 4/29/2005 and was not subject to UDI requirements.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found ventilator hours 52,603 hours, 4.6b software. Extended system test failed (est) failed the ventilator auto cycling. As a resolution, poppet valve were replaced. Calibrated transducers and est (extended system test) passed. Performed operational verification procedure. The peep (positive end expiratory pressure) is in specification. Ventilator meets factory specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that vent has low peep (positive end-expiratory pressure)on avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.